Event description:
A steris service technician was onsite completing preventative maintenance on a al-1000 knight pump. The technician gave a slight tug on it to verify it was installed correctly when the factory installed zip tie on the pinch tube came undone, liquid from the hose contacted the technician's left cheek, nose and went into his left eye. The technician flushed his eyes and went to the ER where an anesthetic was administered and an eye flush was performed. The technician was given eye drops and has reported that he is fine with no sustaining injuries.

Manufacturer narrative:
The reported event occurred during a routine preventative maintenance. The preventative maintenance was completed and the al-1000 knight pump has remained in service with no further issues.